Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial artery using an indigo system separator d (sepd) and an indigo system aspiration catheter d (catd). During the procedure, the physician experienced resistance while retracting the sepd within the catd. While removing the sepd, the tip distal to the bulb became unraveled and stretched. The procedure was completed using a new sepd and the same catd. There was no report of an adverse effect to the patient.